Manufacturer narrative:
H6: investigation summary bd received a sample and photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for damaged hemogard shield was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of damaged hemogard shield. Bd determined that the root cause of the indicated failure mode was attributed to a manufacturing jam with incomplete clearance of the damaged product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was broken lid/cap. The following information was provided by the initial reporter. The customer stated: there was a "damaged cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was broken lid/cap. The following information was provided by the initial reporter. The customer stated: there was a "damaged cap."